Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device produced an alarm with error code/messages. There was no patient impact.

Event description:
It was reported that the device produced an alarm with error code/messages. There was no patient impact.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the failed pm was confirmed for a bad old type oridion board, replaced it a new oridion board. Updated a new logic board for compatibility. Display board worked intermittent, replaced it a new display board. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/12/2007 to the present date 09/30/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.